Event description:
It was reported that a patient underwent an excision of lesion of right auricle under local anesthesia procedure on (B)(6) 2023 and suture was used. The patient was admitted to the hospital for more than 2 months due to the discovery of a lump in the right auricle during excision of lesion of right auricle under local anesthesia. Physical examination: a tumor with a diameter of 1cm can be seen behind the right earlobe, with a slightly red surface skin color, clear edges, soft texture, no tenderness, and no obvious wave sensation. At 10:30, the patient underwent surgery and the suture was broken during the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.